Manufacturer narrative:
(B) (4). (B) (4). Improper or incorrect procedure or method-pt selection. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Adverse event: groin pain, pseudoaneurysm. Time of adverse event: two days after vessel closure. Device issue: none. It was reported from a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, two days post arteriotomy closure, the pt developed symptoms of pain in the groin. An angiogram revealed the presence of a pseudoaneurysm, which was surgically repaired. There were no other reported adverse pt sequelae. Though requested, no add'l info was provided.